Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed for stem fracture and for cup malposition from the medical review. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: cup malposition in absent anteversion has contributed to overload in the bearing area likely through impingement as well with fatigue accumulation in the stem neck area and ultimately a neck fatigue fracture . Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a review by a clinical consultant concluded that the cause of the event was "cup malposition in absent anteversion has contributed to overload in the bearing area likely through impingement as well with fatigue accumulation in the stem neck area and ultimately a neck fatigue fracture". No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
Prosthetic fracture of exeter stem. Original surgery (B)(6) 2003. Revision surgery completed (B)(6) with removal and replacement of the femoral stem.